Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported that patient may undergo surgical intervention to replace their scs ipg. The reason for the procedure is not known at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2021 resolving the issue.

Manufacturer narrative:
An ipg replacement being scheduled was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.